Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that the ventilator screen froze. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The single board computer (sbc) printed circuit board (pcb) was returned. The sbc pcb was tested and the customer reported condition was confirmed.